Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was explanted and replaced.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4456 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.